Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter had a power issue. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to contact the patient to obtain additional info. The mas mailed a letter to the patient on three days later. The patient stated that the alleged issue began on original date at 10 am when he attempted to test on the new replacement meter received from the lfs. During that time, he noticed that the subject meter would not power on. The patient reportedly took an increased dose of diabetic medication, novolog 29 units, after the reported issue began with the subject meter. The reason for increasing this diabetic medication is not known. At an unspecified time, after the reported issue began, he reportedly experienced symptoms of "thirstiness and urination." It is not known how long after the reported issue he developed these symptoms. It is also not known whether the patient obtained any blood glucose readings while experiencing the symptoms. The patient reportedly did not receive/ require any medical treatment for the diabetes. The patient was not tested on any other meter. At the time of troubleshooting, it was verified that this was a new (out of box) product. The patient was using the correct test strip and had replaced the battery per the owner's manual. The battery was check and it was correctly installed. However, the issue was not resolved when the power button was pressed or when the test strip was inserted all the way into the test strip port. The patient's products are being replaced. Although, it is not known the timeframe between the reported issue and the reported symptoms, this complaint is being reported since the patient claimed that he developed symptoms suggestive of hyperglycemia after the alleged meter issue began. In addition, the alleged power issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.